Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735796r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the manufacturer representative (rep) pushed the power button to turn on the system. The main cart screen booted up and then asked for the password, but the camera cart screen only showed the unable to connect error message which remained for over 20 minutes. The called another rep and they recommended doing a re-boot by holding the power button until the light turned off. Then push the power button to turn it back on and eventually it let the original rep enter their password and verify the instruments. However, after about 10 minutes both screens went dark and the same error message appeared. They did the same re-boot sequence a second time, verified the instruments, and they did an imaging system spin. As soon as the imaging system was being pulled out from the patient, the screens went blank again and eventually showed the same error message. They did the re-boot a third time, verified the instruments and pushed the scan over manually from the mobile view station (mvs) and was finally able to navigate. Another rep went to the site and was unable to recreate the issue. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis reviewed logs provided insufficient information to determine root cause of the reported behavior. Reviewed logs and found that nvidia service failed errors observed in sys logs. Could not find sufficient information from the logs to find the cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The pcoip was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The reported problem could not be duplicated. Pcoip was connected to a test system for a two day burn-in test. Log did not indicate any errors. Fully functional. No failure found. The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The monitor was received with two chips on the display due to impact damage. If information is provided in the future, a supplemental report will be issued.